Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to update statement dated 25sep2017. No further follow-up is planned. Evaluation summary: a female patient reported that insulin leaked from her humapen (unspecified device). The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The patient indicated the device was used from 2005 and discontinued in july 2017; therefore, the duration of use was approximately 12 years. The humapen user manuals indicate the timeframe for which a device model has been designed to be used. Twelve years exceeds the timeframe for any humapen model. There is evidence of improper use. The patient used the device beyond its approved use life. It is unknown if this is relevant to the event of increased blood glucose levels.

Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) female patient of unspecified origin. Medical history was unknown. The previous drug adverse reaction and family drug reaction was unknown. Concomitant medications were unknown. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) (humulin 70/30, 100 u/ml) via cartridge per a humapen (unknown device), 19 or 20 units in morning and 8 or 9 units in evening, subcutaneously, for the treatment of diabetes mellitus, beginning in 2005. In (B)(6) 2017, while on human insulin isophane suspension 70%/ human insulin 30%, she experienced high blood glucose at night; her values were 22-28 (unspecified units or range), and was hospitalized. She found that her humapen (unknown device) was leaking and caused the blood glucose control unstable (pc (B)(4), batch unknown). The humapen (unknown device) was stopped in (B)(4) 2017. Her fasting blood glucose was around 6.2 (units were not provided). As of (B)(6) 2017, the blood glucose control was stable and she was discharged. She bought a new humapen ergo ii on her own. Information regarding corrective treatment was not reported. The outcome of event was reported as recovering. The human insulin isophane suspension 70%/ human insulin 30% treatment was continued. The user of the humapen (unknown device) and her training status was not provided. She had used this humapen (unknown device) since 2005 and was discontinued in (B)(6) 2017; approximately 12 years duration of use. The suspect pen was not returned to the manufacturer. The reporting consumer assessed the event as related to human insulin isophane suspension 70%/ human insulin 30% and related to suspect device product complaint. Update 04-sep-2017: additional information was received from the affiliated. Product complaint (B)(4) was processed. No further changes were performed. Update 19sep2017: updated medwatch and european and (B)(6) (EU/(B)(6)) fields for expedited device reporting. No new information added. Update 25sep2017: additional information received on 25sep2017 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and (B)(6) (EU/(B)(6)) device information, improper use and storage from no to yes, and noted device return status to not returned to manufacturer for the pc (B)(4) associated with an unknown lot of a humapen (unknown device). Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) female patient of unspecified origin. Medical history was unknown. The previous drug adverse reaction and family drug reaction was unknown. Concomitant medications were unknown. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) (humulin 70/30, 100 u/ml) via cartridge on humapen unknown body type, 19 or 20 units in morning and 09 or 08 units in evening, subcutaneously, for the treatment of diabetes mellitus, beginning in 2005. In (B)(6) 2017, while on human insulin isophane suspension 70%/ human insulin 30%, she experienced high blood glucose at night; her values was 22-28 (unspecified units or range), and was hospitalized. She found that her humapen was leaking and caused the blood glucose control unstable ((B)(4), batch unknown). She bought a new humapen ergo ii on her own to inject the insulin. As of (B)(6) 2017, the blood glucose control was stable and she was discharged. The fasting blood glucose was around 6.2 (units were not provided). The outcome of event was reported as recovering. Information regarding corrective treatment was not reported. The human insulin isophane suspension 70%/ human insulin 30% treatment was continued. The humapen unknown body type was stopped in (B)(6) 2017. The user of the humapen unknown body type and his/her training status was not provided. She had used this humapen unknown body type device since 2005 and was discontinued in (B)(6) 2017. The return status of the humapen unknown body type was unknown. The reporting consumer assessed the event as related to human insulin isophane suspension 70%/ human insulin 30% and related to humapen unknown body type product complaint. Update 04-sep-2017: additional information was received from the affiliated. (B)(4) was processed. No further changes were performed. Update 19sep2017: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.